Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The set was placed on a homechoice machine for priming and ran with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The root cause of the system error 2240 was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, which occurred during drain 2 of 5. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm. The hp did not disconnect, no leak was observed, and unused lines were closed. The tsr assisted the hp to retrieve the cassette. The tsr advised the hp to let the nurse know about the alarm. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: nothing was reported to them regarding the event and as far as she knew the patient was doing fine with therapy. No patient injury or medical intervention was reported. Baxter contacted the patient on (B)(6) 2011. The patient/caregiver stated the following: nothing was noticed that would have caused the alarm and it happened while the patient was sleeping. A companion sample was available and requested with lot number h11d15015 as the original was discarded. New supplies were used to clear the alarm and there was no patient injury or medical intervention reported.